Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with altered mental status. Patient was evaluated by neurologist (neuro). Anticoagulation stopped at this time. Neuro felt that no neurosurgical intervention warranted at this time. Patient did regain baseline neurological status of knowing himself and place but not day. He was discharged to rawlins house on (B)(6) 2019. A CT scan was done and showed cerebral parenchyma. Rightward midline shift measuring 7 mm related to subdural hematoma on the left. Left subdural hematoma. Information not available at this time on whether the neurological dysfunction was lvad related or not.